Manufacturer narrative:
Concomitant medical products: product ID: 9735943, serial/lot #: none. A medtronic representative went to the site to perform a system checkout. The power cable and monitor were replaced. The cable was returned to medtronic for analysis. Testing was conducted and it was verified that the ground prong was missing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart monitor is black. The monitor works when exporting video to a slave monitor but the behavior does not change when using the power from the main cart monitor. Additionally the power cable is missing the ground prong. There was no patient.